Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the surgeon removed the nozzle a bit early and the lens went back through the wound and stayed blocked. The lens was removed and surgery was completed using the back-up lens. Surgery was completed successfully during the original session using a back-up lens from the same batch. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv rao200e batch 044239605 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044239605. The additional information received identifies that this was the first time that the surgeon had used a rayner device. User behaviour may have contributed to the event in this case.

Event description:
On 17th september 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone emv rao200e. The event description provided states that the surgeon removed the nozzle a bit early and the lens went back through the wound and stayed blocked. The lens was removed and surgery was completed using the back-up lens.